Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture and "thickening of fibrous capsule". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., d.7., d.10., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "thickening of fibrous capsule". Device remains implanted.